Event description:
Crm-sal-2023-001 the patient was called by the center and an urgent follow up scheduled on (B)(6) 2023. At this follow up, an abnormal impedance battery value of 1.65 kohm was found.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.